Event description:
Pt reported that they inserted a new insulin cartridge into the device and attempted to prime the infusion set tubing, but no insulin came through the tubing after a 30-unit prime. Pt then noticed that insulin was leaking from the device adapter. Pt switched to a new adapter and all was ok. No error messages were generated by the device. Pt's blood glucose was not affected, and no treatment was received.